Event description:
Patient arrived at clinic on (B)(6) 2025 and was directly admitted to the hospital for failure to thrive. Patient remains admitted as of (B)(6) 2025. Per treating investigator, this event is unlikely to be related to study radiation. Patient received a total dose of 5000 cgy (B)(6) 2025, (B)(6) 2025.